Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 136 mg/dl. The customer stated that blank screen of insulin pump was not turning on. The customer stated that the stuck bottom alert on insulin pump. The customer stated that the contact on the battery cap was neither missing nor damaged. The customer also stated that the insert battery alarm did not display on the insulin pump screen. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display noted. The insulin pump was received with all buttons responding properly and passed the self test, sleep current measurement, active current measurement, and the displacement test. The insulin pump was monitored and no unexpected powering off, blank display noted no moisture damage on keypad assembly, unlocked electrical board keypad connector, or stuck button alarm noted during testing noted. Verified the battery tube power connector is properly connected to electrical board during visual inspection. The insulin pump was also received with corrosion on the inside of the battery tube and corroded battery tube spring.